Manufacturer narrative:
02/20/2022 - upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker showed less than three months remaining longevity. The patient was in sinus tachycardia with a lot of pacemaker mediated tachycardia (pmt) episodes noted. Analysis showed that the device appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Moreover, the device reached elective replacement indicator (eri). Additional information obtained from the field which indicated that the device was explanted due to premature battery depletion (pbd). This device was returned for analysis which resulted that a testing confirmed that the battery was depleting prematurely. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker showed less than three months remaining longevity. The patient was in sinus tachycardia with a lot of pacemaker mediated tachycardia (pmt) episodes noted. Analysis showed that the device appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Moreover, the device reached elective replacement indicator (eri). Additional information obtained from the field which indicated that the device as explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this pacemaker showed less than three months remaining longevity. The patient was in sinus tachycardia with a lot of pacemaker mediated tachycardia (pmt) episodes noted. Analysis showed that the device appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Moreover, the device reached elective replacement indicator (eri). Additional information obtained from the field which indicated that the device as explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.